Event description:
It was reported that during routine biomedical testing it was found that at low amplitude settings the ventricular output was out of specification. The generator was returned for service. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed that the main printed circuit board was out of specification. Analysis also found the upper and lower cases, the ring cover and two side bail covers broken and the lower case, ring cover, two side bail covers, battery release, heart block and heart wire contacts contaminated. Also, the battery contacts were compressed, the ring bent, the battery drawer was pried on, the keyboard pad was scratched and the encoder flex was crimped.